Event description:
It was observed that during the device inspection, the rigid endoscope sheath's ceramic tip was loose. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: wear and tear. In addition, it is assumed that the damage was thermally and mechanically induced. However, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.